Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed all of the functional testing. However, a corroded battery tube was noted. The insulin pump was also received with minor scratches on the display window and case, a cracked belt clip slot and cracked battery tube threads. The motor was tested outside of the device and passed.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 192 mg/dl. Customer does not want a loaner pump. Customer stated that the pump has been working, but it has stopped working. Customer also had a batt out limit alarm. Customer stated that over the weekend, the pump shut off about 3 different times and then after awhile, it said the battery was not good and after a couple of times, it came back on. Motor error alarm occurred during a basal. Customer was advised to disconnect from the pump. Customer stated that she was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer stated that the pump alarmed batt out limit after battery change. Customer stated that the batteries were out of the pump greater than duration allowed by the pump. It was explained that this was normal pump behavior. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.